Event description:
Customer called in saying that the acuity central station was rebooting itself repeatedly. This resulted in the loss of the ability to track patient vital signs from a central location, although there were no patients connected to the system at the time. Tech support assisted the customer in restoring normal operation.

Manufacturer narrative:
The cpu is obsolete and unrepairable. The customer will not be returning it for evaluation.